Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported device experienced improper shut down, which was confirmed and reproduced through evaluation. During evaluation, the supplied power cord was determined to be the cause. Evaluation determined causality to be the customer's power cord after an improper shutdown occurred when the power cord was touched. The power cord will be replaced. An improper shutdown will occur at the next power up after all power has been removed from the pump causing the pump to power off without pressing the on/off key. The power cord has been replaced.

Event description:
It was reported that a spectrum pump experienced an improper shutdown during therapy in the general medicine care area while infusing heparin (programmed amount and delivery rate unknown). It was also reported there was no patient injury.